Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the bd syringe luer-lok¿ tip there was leakage past stopper. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. One photo and four loose 10ml assembled syringes with white tip cap and filled to full scale with blue liquid were received and reported to be from batch #6208747 (p/n 301029). The samples were visually evaluated. All four syringes had a label attached to barrel which read ¿methylthionine¿. No blue fluid was observed past the stopper back rib, fluid was observed between the stopper ribs of all 4 syringes. A clear liquid reside was observed past the stopper, this residue was on the plunger ribs and the non-fluid barrel ID. Also, one syringe had a broken plunger rib. Additionally, the 3 syringes in the photo were filled with blue liquid, blue liquid was observed past stopper and on the plunger rod ribs. Leakage past the stopper is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The barrels from batch 6208747 had slight taper in their walls per specification. It is a known condition that may have potentially contributed to the leakage past stopper condition. The tools have since been upgraded ¿ current production manufactures barrels with no taper walls. Therefore, no additional corrective actions are necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use the bd syringe luer-lok tip there was leakage past stopper. There was no report of exposure, serious injury or medical intervention.